Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump down arrow button was not responding. The customer blood glucose level was 108 mg/dl. Customer was assisted with troubleshooting. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was unresponsive during an easy bolus attempt. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.